Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the device evaluation by olympus medical systems india private limited (omsi), the flicker of the endoscopic image was not reproduced, but it was confirmed that the endoscopic image had lines due to the failure of the video connector socket. In addition, it was confirmed that the video signal, rgb video signal, and sdi video signal were not output due to the burning of the dp board and rf board. Therefore, the flickering of the endoscopic image may have been temporarily caused by a poor connection of the video connector socket or a failure of the dp board or rf board. The video connector socket may have failed due to aging due to repeated use for a long period of time, because more than 11 years have passed since the device was manufactured. In addition, there is a possibility that a short circuit may occur on the dp board and rf board due to the effect of dust accumulated on the board due to long-term use, resulting in burning. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The phenomenon reported by the user facility was not reproduced. Lines were displayed on the endoscopic image when the camera head was connected due to a failure of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was displayed intermittently due to the connection of the video connector socket. The user completed the intended procedure with the device. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus medical systems (B)(4) and found that the output images of the video signal, rgb video signal, and sdi video signal were not displayed, due to the burning of the dp board. After replacing the dp board, the video signal and rgb video signal were output. However, the sdi video signal was not output due to the burning of the rf board.